Manufacturer narrative:
Exemption number e2015058. (B)(4). Routine testing confirmed that the pad-pak was installed by the customer on the (B)(6)2011. The device records multiple manual power ups of ten minutes in duration between the (B)(6) 2016 and the (B)(6) 2017. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Event description:
There was no patient involved in this event. Device beeping.